Event description:
Prior to an implant procedure, the device was observed to be in backup (bvvi) mode due to an unknown cause. Technical support was contacted and the device was not implanted and was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed the device went into backup mode due to an internal parity error. After the device was restored from backup mode, functional testing was performed and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were all tested and revealed to be normal. The backup operation could not be reproduced. The cause of the parity error could not be determined.